Manufacturer narrative:
Software issue.

Event description:
The customer reported that the a-line with ECG shows the pressure pulse, however the qrs on the ECG waveform is missing or skipped a beat. No adverse event involving a patient or user was reported by the customer.